Manufacturer narrative:
As the affected device/ kit was not returned, the investigation was limited to review of lot history, review of DHR, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien xt thv with the novaflex+ system, manufacturing mitigations, and results and findings. No photograph /video/ imagery was provided with the complaint. A review of lot history revealed no other similar complaints associated with the related work order for the complaint code ¿delivery system ¿ withdrawal difficulty through sheath¿. The most relevant work orders for the failure mode reported in this complaint. The work orders did not reveal any manufacturing related issues that could have contributed to this complaint. Review of complaint history from june 2016 to may 2017 for the novaflex+ delivery system (all sizes) revealed one (1) other complaint with returned device for ¿delivery system ¿ difficulty with valve alignment-unable¿. A review of the complaint history revealed that the occurrence rate for ¿delivery system ¿ difficulty with valve alignment-unable¿ did not exceed the may 2017 control limits for the applicable trend category. Review of complaint history from june 2016 to may 2017 for the novaflex+ delivery system (all sizes) revealed no other complaint with returned device for ¿delivery system ¿ withdrawal difficulty-valve through sheath¿. A review of the complaint history revealed that the occurrence rate for ¿delivery system ¿ withdrawal difficulty-valve through sheath¿ did not exceed the may 2017 control limits for the applicable trend category. No IFU/training materials deficiencies were identified. During manufacturing of the novaflex+ delivery system, 100% final inspection was performed for the visual, dimensional, and functional inspections. The delivery system is inspected for mechanical damage (kinks, breaks), dimensional inspection of critical dimensions, and verification of the fine adjustment button mechanism, as well as verification of the fine adjustment knob rotation. The fine adjustment mechanism was assembled and multiple inspections were conducted. Furthermore, this manufacturing lot underwent product verification testing under a sampling plan. During product verification testing following tests/ inspections were performed including balloon advancement force, or the force required to move the catheter from valve alignment to default position, system retrieval force. Statistical acceptance criteria was met. Of note, all product verification samples pulled from the lot met all inspection criteria and statistical acceptance criteria. Inspections during the manufacturing process and product verification testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. This procedure is considered off-label as a non-edwards sheath (gore) was used in the jugular access. Initially, the valve was crimped onto the inflation balloon and valve alignment was not performed per edwards¿ training manual. The valve was reused/re-crimped (balloon inflated and delated) in an attempt to re-insert through the sheath to perform valve alignment in the pulmonary vein. This most likely contributed to the reported tension and difficulty in valve alignment and withdrawal. Due to device and/or applicable photographs/video not being returned, the complaint for ¿delivery system ¿ difficulty with valve alignment-unable¿ was unable to be confirmed. Due to the device not being returned, visual and dimensional inspection of the delivery system was unable to be completed. A review of complaint history, the applicable DHR, lot history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. During review of complaints and training/IFU information, patient and/or procedural factors were identified that could have potentially contributed to the reported events. Patient anatomy (tortuosity of the vasculature) can impact the position of the device, potentially causing additional force needed for alignment (friction between balloon and flex shaft). It is known that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces. Procedural factors such as residual fluid left in the inflation balloon or a change in the balloon shape (un-pleated profile occurring due to inflating more than 20-30 % during prep) after de-airing, can also contribute to difficulty in fine adjustment. Excessive fluid remaining in the balloon and balloon shape could lead to an enlarged balloon profile, potentially increasing the fine adjustment force. Per the complaint event description, the physician believed tortuous anatomy and the excessive tension on the system during alignment was the root cause of the issue. While a definitive root cause was unable to be determined, available information indicates that patient factors (tortuous anatomy) and procedural factors (handling ¿ excessive tension on the system during alignment, non-edwards sheath, re-crimped valve, jugular access) may have contributed to the reported event. Due to device and/or applicable photographs/ video not being returned, the complaint for ¿delivery system ¿ withdrawal difficulty-valve through sheath¿ was unable to be confirmed. Due to the device not being returned, visual and dimensional inspection of the delivery system was unable to be completed. A review of complaint history, the applicable DHR, lot history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. Procedural factor (withdrawing angle) and/or patient factor (tortuosity) can both contribute to non-coaxial system withdrawal. Non-coaxial alignment during retrieval can cause resistance retrieving the delivery system/valve through sheath. Also, it was reported that patient had tortuous anatomy. The presence of tortuosity may produce a difficult path, create resistance and ultimately prevent the valve from getting back into the sheath. A definitive root cause could not be determined at this time, but based on the above information it can be concluded that the patient factors (tortuosity) and procedural factors (handling ¿ non-coaxial system withdrawal, non-edwards sheath, re-crimped valve, jugular access) may have contributed to the reported event. The complaint was unable to be confirmed, and no manufacturing/ product non-conformance or labeling/ IFU/ training deficiencies were identified, therefore no further corrective/preventative actions are required. Since a product non-conformance was not identified, and the reported failure mode does not exceed the complaint trending control limits, a product risk assessment (pra) is not required. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint of ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed, and due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the complaint events. Available information suggests that patient and/or procedural factors may have contributed to the event. No labeling or IFU / training materials inadequacies have been identified. A review of complaint history for the month of may 2017 revealed that the occurrence rate did not exceed the control limits for the trend category related to the failure mode, ¿delivery system ¿ difficulty with valve alignment¿. No corrective or preventive actions are required at this time. The complaint for ¿delivery system ¿ withdrawal difficulty-valve through sheath¿ was unable to be confirmed. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. No IFU/training materials inadequacies have been identified. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. A review of the complaint history for the month of may 2017 revealed that occurrence rate of ¿delivery system ¿ withdrawal difficulty-valve through sheath¿ did not exceed the control limits for the applicable trend category, therefore no corrective or preventive actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during the pulmonic procedure, there was difficulty with valve alignment, which required surgical removal of the device. The 29 mm perimount was balloon sized with a 30 mm z-med balloon and it revealed a measurement of 27 mm ID at the level of the surgical ring. The approach was via the internal jugular and the team placed a 24 fr 60 cm gore dry seal sheath into the pulmonary vein for delivery of the valve. The team prepped the valve with the 29 mm xt on the balloon of the novaflex catheter in order to skip the alignment, but they were unable to pass it through the sheath. They removed the ds, inflated the valve slightly and then crimped it back on the delivery system shaft. They were then able to insert the loader and delivery system through the gore sheath and attempted to perform the alignment in the pulmonary vein. Unfortunately due to the amount of tension on the system they were unable to perform the alignment completely. After trying multiple maneuvers to align the valve, the team elected to remove the valve and ds; but had to cut-down on the internal jugular to do if safely. Following surgical exposure the team inserted a 20 fr esheath over the wire and parked the tip in the superior vena cava. The new valve and ds was inserted, aligned without any issues, and ultimately deployed the 29 mm xt inside the failing surgical valve. Landed it 80% in the main pa and 20% in the rvo, no leak and the patient remained stable throughout the case. No devices will be returned as the md believes tortuous anatomy and the excessive tension on the system during alignment was the root cause of the issue.